Event description:
It was reported that a week after a catheter revision the pt developed a "fluid collection at her spinal incision site" (2008). The hcp believed it was cerebrospinal fluid versus baclofen. The pt appeared to continue to have therapeutic effects. At about one moth later, the baclofen daily dose was 225 mcg/day. The dose was titrated up from 250 mcg/day about 20 days later to 350 mcg/day in 2009. On that day, she seemed to have lost therapeutic effect. About one week later, the pt was administered oral anti-spasmotics and that "took care of the symptoms she was exhibiting of baclofen withdrawal"; irritability, itching sensation of her skin crawling. A baclofen assay was not performed. X-rays about 11 days later were unremarkable; "nothing suspicious". Two days later, the pt was administered a 50 mcg bolus without response. The same day the pt was taken to surgery for a catheter revision. In surgery, the hcp made an incision at the spinal site and 'accidentally nicked the catheter" so it was difficulty to say what was going with the catheter. As there was good retrograde flow of cerebral spinal fluid from the distal catheter implanted in the intrathecal space, the hcp replaced the proximal catheter. The proximal catheter went from the spinal incision to the abdominal incision. The new catheter length was primed with medication. The pump was programmed to 200 mcg/day with a concentration of lioresal 2000 mcg/ml. Final pt outcome was not reported. Please see MFR's report #3004209178200807838 regarding prior event/catheter revision of 2008.